Event description:
A physician reported that a patient experienced intra-ocular pressure (iop) elevation on post-operative day one after a cataract surgery by using a viscoelastic product. The patient was prescribed with eye drops to decrease the pressure. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Event description:
Additional information received indicating that there was no patient complications.

Manufacturer narrative:
Additional information is provided in h.6. And h.10. Complaint trending reviewed for the lot code provided. 4 similar complaints found. There was no sample returned for evaluation. The chemical lab has tested the viscosity, osmo and potential of hydrogen (ph) of one reference sample and all results are within specifications for the tested parameters. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, the reference sample is confirm to the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The manufacturer internal reference number is: (B)(4).